Event description:
Baxter service technician reported a 813:01 failure code that occurred during service. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.